Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Visual examination of the returned product/provided pictures identified the device was returned because the tip fractured. Item and lot numbers are not confirmed as they are not etched on the parts. No sutures or anchors were returned. Device was sent to sem for further analysis: the fracture surface features of the juggerknot mini inserter tip are consistent with those reported in zrm_wa_0487_18 summary of failure analysis of juggerknot soft anchor inserter tip fractures- fractured due to bending overload. Eds semi-quantitative elemental analysis confirmed that the inserter tip material to be consistent with nitinol alloy. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument fractured after impaction. All pieces were retrieved and no harm to the patient was indicated. Attempts have been made and no additional information is available at this time.